Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: examination of the returned device revealed the distal tip was unraveled. The core wire was fractured 259.5cm from the proximal end, at the ballweld. The core wire and ballweld are attached to the coil. All dimensional measurements taken met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire unraveled. Vascular access was obtained via the right groin. The target lesion was located in the left superficial femoral artery. Difficulty was noted engaging wires in the lesion. Using a 6fr lima diagnostic catheter, a non bsc 0.025" angled guide wire was placed in the lesion. The amplatz super stiff guide wire was then advanced alongside the first wire; however, both wires did not fit well. During removal of the amplatz wire, resistance was noted. The physician applied additional force and the distal end unraveled, but remained intact. The procedure was completed utilizing a different wire for balloon angioplasty and stenting. There were no patient complications reported and the patient's status is fine. However, device analysis revealed a core wire fracture.